Event description:
Surgeon morcellating with lumenis morcellator equipment. After approx 20-30 minutes of use, hand piece became non-operable. Several trouble shooting techniques were performed to get equipment to work. Equipment/device was operable for about 20-30 minutes and again, same issue occurred. On third incidence, surgeon request to convert procedure to open due to malfunction of morcellator equipment. Lumenis rep was notified at time of procedure. On (B)(6) 2016, the device was non responsive at first and then exhibited an intermittent response time and action. This was after mfg review/testing of device for (B)(6) 2016 event. Back up device was in operating room to use - no pt injury.